Manufacturer narrative:
H6: method: the device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained, so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester tried to cut and seal on a branch using vh-4000. The hospital did not report any patient effects. The product is not returned. The event date and lot number is unknown.